Event description:
It was reported that the pump shut off unexpectedly multiple times. It was also reported that the customer experienced an unspecified malfunction alarm. The customer reverted to manual injections for insulin therapy. Customers blood glucose level was 92 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.